Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed and was determined to be use related. One 4.5 fr microintroducer, one 0.018 in. Guidewire in a plastic hoop, one 21 g introducer needle, one 20 g IV introducer needle, and one scalpel were returned for evaluation. An initial visual observation showed use residue on and within the microintroducer. The shaft of the microintroducer was observed to be slightly curved. The distal end of the introducer sheath was observed to be damaged. A microscopic observation revealed the edge of the tip of the introducer sheath was torn and flared on one side and folded over itself in one location. The inner edge of the dilator tip was observed to be slightly damaged. The damage observed on the returned introducer sheath is characteristic of damage caused by difficulty advancing an introducer/dilator into a vessel, which can result from too small of an incision, a steep insertion angle, insertion technique, and/or excessive insertion force. The product IFU states: ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tip split and cause the insertion failure.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tip split and cause the insertion failure.